Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years post filter deployment, CT revealed large layering right pleural effusion which fills approximately 40% of the lower chest. Crescentic consolidation was present in the right lower lung with air bronchograms. Plate like densities were present in the middle lobe, lingula and the left lower lobe. The upper tip of the filter was located 4.5 cm below the confluence of the renal veins and the filter was tilted 16 degrees to the right relative to the long axis of the body. The left lateral strut contacts the outer surface of the abdominal aorta in a region of aortic calcification. A punctuate density was located within the ivc lumen and it does not appear connected to the other parts of the filter. A small broken fragment was not excluded. Therefore, the investigation is confirmed for perforation of the ivc, filter limb detachment and filter tilt. However, the investigation is inconclusive for pe post implant. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident and prophylaxis. At some time post filter deployment, it was alleged that the filter tilted and struts detached. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the detached struts retained in body and the patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.